Event description:
It was reported that in the pediatric uti during insertion of the catheter into the (B)(6) old male pt's right internal jugular vein. The physician met with resistance when introducing the swg. Because of that, the physician decided to remove it and try to place the same swg into the left jugular, however, resistance was again met making it necessary to again retract the swg. The pt was then submitted to a radiography exam which detected two pieces of the swg remained in the pt's jugular vein. The retained pieces were removed by vascular surgery. There was no reported delay or death to the pt as a result of this occurrence. This occurrence involved a 2 month old male pt weighing 4 kg with acute gastroenteritis with severe dehydration and metabolic acidosis.

Manufacturer narrative:
(B)(4) the device will not be returned.